Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one resolute integrity drug-eluting stent in the rca. Approximately 3 months post index procedure post index procedure the patient suffered gi bleed. Clopidogrel was stopped. Endoscopy was carried out and hemorrhoids were confirmed.